Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of incisional hernia with composix mesh. On (B)(6) 2003 - pt underwent repair of recurrent incisional hernia with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The medical records provided are limited to the implant of a composix mesh and a office note of a repair of a recurrent incisional hernia with a non-bard mesh. The office note does not indicate that composix mesh was visualized or explanted during the repair. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. A supplemental report will be submitted if/when additional info is provided, however, with the currently available info, no conclusion can be drawn.